Manufacturer narrative:
All operating currents are within specification. No unexpected low battery or off no power alarms noted during testing. The insulin pump passed functional test including displacement test, rewind, basic occlusion, occlusion, prime, and excessive no delivery alarm test. No unexpected blank display noted. The insulin pump functioned properly. The insulin pump passed the delivery accuracy test at 0.08770 inches. The insulin pump was received with minor scratched lcd window, cracked reservoir tube lip and cracked battery tube threads. The insulin pump was received with intermittent button response due to flattened dome switch on the esc and act button.

Event description:
The customer reported via phone call that they were hospitalized due to diabetic ketoacidosis. The customer reported that the insulin pump would not turn on even after multiple battery changes. The customer's blood glucose was 723 mg/dl at the time of incident. The customer's blood glucose was 211 mg/dl at the time of call. The customer stated that they were off the insulin pump for less than 48 hours at the time of hospitalization. The customer declined to troubleshoot. The insulin pump was returned for analysis.